Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the information reviewed and without the device to analyze, a cause for the reported difficulty removing the gripper line cannot be determined. A cause for the reported unintended movement (clip open ¿ locked) also could not be determined. The reported additional therapy/non-surgical treatment was a result of case specific circumstances as another clip was placed to stabilize the implanted clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip opening while locked and difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and the leaflets were successfully grasped. The clip was attempted to be deployed, but after removing the lock line (ll), the clip opened to roughly 30 degrees. The physician then decided to remove the gripper line (gl); however, while removing the gl, it became stuck. Troubleshooting was performed and the gl was able to be removed. To stabilize the implanted clip, an additional clip was implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.